Manufacturer narrative:
The reported issue of ¿medication delay nuisance air-in-line alarms¿ could not be confirmed; no product or device logs were returned for investigation. No further investigation of this event is possible at this time. No device history search was performed since no source device serial number was reported by the customer.

Event description:
It was reported that 20 to 30 air-in-line alarms had occurred at night when infusing a continuous 24/hr. Blinatumomab infusion at an unspecified rate. Although the patient experienced an interrupted of sleep, the rn stated: ¿that the patient harm in this case, asides from constant interruption of sleep, is delay in dose completion. The staff had to change their practice to accommodate the constant delays with the air in line alarms and now as a result discard the remaining volume left to be infused at the 24-hour mark, as opposed to when the dose is complete¿.